Manufacturer narrative:
Correction to section d6b - date of explant. No date should be have been placed on this section. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the leads were repositioned on (B)(6) 2021 and not explanted as previously reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2021-03125 it was reported that the patient's leads migrated. The issue was confirmed via x-rays. Surgical intervention took place on(B)(6) 2021 where both existing leads were explanted and replaced, which resolved the issue.